Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). Per third party service center, the service technician was able to confirm model lap top ventilator 1150 internal battery not holding charge. Internal battery failed prematurely. The service technician replaced internal battery.

Event description:
The customer reported model lap top ventilator 1150 internal battery does not hold charge. Upon further investigation, the customer confirmed no patient involvement or allegation of patient harm.